Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0205635076. Implanted: (B)(6) 2012. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they charged the device and then went to lay down, twisted his back a bit and received a weird shock. The patient then tried to turn stimulation on and now it would not work and the patient got the doctor symbol. The patient was advised to follow up with the healthcare professional (hcp). The issue was not resolved at the time of report.